Manufacturer narrative:
The reported complaint was confirmed. Per the suppliers evaluation, upon receipt the flow reading was 12.8 standard liters per minute (slpm) at zero flow and analog outputs five volts. Absolute pressure reading of 16.83 pounds per square inch absolute (psia) at atmosphere (13.64 psia). Differential pressure adc counts shifted from factory value of 10,200 to 65,369, which is the cause of the erroneous flow reading. Sensor bridge counts shifted from 38,685 to 32,414, which accounts for the erroneous absolute pressure reading. Soldering to main board appears fine and re-soldering does not correct the sensor outputs, however there is some white residue where sensor leads meet ceramic. This has been noted on previous sensors and has not been positively identified as having any impact on sensor signal. Sensor was then opened up and manual pull test conducted. Two loose wire bonds were identified, one on each side of the differential pressure sensor. Interference in conductivity at these spots would account for erroneous pressure and flow readings. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The flowmeter was installed into a lab use only electronic patient gas system (epgs) and when the flow was set to zero, the flowmeter was reading >10. The voltage output of the flowmeter was zero volts instead of the expected five volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the flowmeter had inaccurate readings. There was no patient involvement.